Manufacturer narrative:
(B)(4). The mr340e reusable humidification chamber is a reusable humidification chamber for use with fisher & paykel heater bases. The chamber is used to provide humidification for intubated or non-intubated patients. Its low compressible volume makes the mr340e ideal for infant or neonatal applications. Method: the complaint mr340e reusable humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a mr340e reusable humidification chamber was found cracked before use. Conclusion: without the complaint device we are unable to determine the cause of the reported event. All mr340e chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr340e chamber would have met the required specification at the time of production. Our user instructions that accompany the mr340e reusable humidification chamber state the following: "the following solutions should be avoided as they may cause the chamber to crack: ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)." "To prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning."

Event description:
A healthcare facility in (B)(6) reported that a mr340e reusable humidification chamber was found cracked before use.